Event description:
According to the reporter: gastric bypass. After prolonged use, it was noticed that the tip was broken off from the active blade. Tip was inside the cavity but was retrieved and is being returned. During the surgery the procedure was converted to an open procedure due to concerns unrelated to the device. No further patient complication was reported.

Manufacturer narrative:
(B) (4). (B) (4).